Manufacturer narrative:
Add'l info will submitted within 30 days upon receipt.

Event description:
Balloon ruptured at 4 atm. This patient was undergoing a percutaneous transluminal angioplasty within a severe calcified, moderate tortuosity and 80% stenosis of the subclavian artery (right or left: unknown). A radifocus/terumo guidewire was inserted across the lesion via a brite tip sheath introducer without any difficulty. The palmaz catheter was advanced to the lesion over the guidewire through the sheath introducer. The balloon was inflated using an indeflator, however, the balloon ruptured at 4 atmospheres. Therefore, it was withdrawn out of the patient's body, and another balloon was used for the procedure. The product was prepped per the IFU without any adverse consequence to the patient.